Manufacturer narrative:
The insulin pump was received with constant frozen screens and watchdog alarms during testing due to moisture damage on all the electronic assemblies noted. Unable to perform displacement test, operating currents measurements and off no power test due to constant frozen screens and watchdog alarms. Unable to verify a52 alarms due to constant frozen screens and watchdog alarms. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that insulin pump received a software error alarm. Insulin pump would be replaced.